Event description:
It was reported that this right ventricular lead was surgically abandoned due to high out of range shock impedance measurements. It was suspected that the root cause of this was that the lead slack in the pocket did not look optimal. Another lead was implanted instead. No further adverse patient effects were reported.